Manufacturer narrative:
Evaluation summary: the sample was not received for investigation when performing preliminary summary. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no other complaints for the lot. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined and will be reassessed upon receiving of the sample. (B)(4).

Event description:
A customer reported that the shunt was unable to be released from the delivery system properly and thus it could not be implanted in a patient's eye. Such a defect occurred consecutively with 2 products and the surgery was finally performed and completed by using another one (3rd one). There are two medical device reports associated with this event. This is the second of the two device reports. The mfg. Report number of the first device is 3003701944-2018-00060.

Manufacturer narrative:
The sample investigation may be summarized as follows: the delivery system wire was pressed down and did not protrude from the cannula opening. The device was fixed by adhesive tape next to the delivery system. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no changes in the raw material/supplier, processes and technicians personnel. There have been no other complaints for the lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined as the delivery system trigger was pressed down which led to the delivery system wire to be pulled in at the cannula opening and released the shunt. The complaint cannot be confirmed. (B)(4).